Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a device upgrade, noise on the right atrial lead was observed. The lead was extracted and replaced successfully. The patient was stable after the procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. External insulation abrasion was noted at 31.9 - 32.2 cm from the distal tip, consistent with lead friction to the device can. This is consistent with the event of noise observed in the field.